Event description:
It was reported that the pump battery would not charge, leading to unstable and unrecognized charging connections. The customer declined to provide their blood glucose level at the time of the issue, but it was confirmed that their level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Technical support instructed the use of different power sources, wall adapters, and charging cables without resolving the issue, and planned to replace the pump, but ultimately, due to warranty constraints, provided a suppliers report instead.